Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use injector could not be pushed once the needle was protruded. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h2, h3, h4, h6. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is inferred to have occurred due to compressive buckling of the inner tube. A review of the device history record found no deviations that could have caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.